Event description:
It was reported that the insulin pump was alarming when the customer tried to bolus. The husband stated that the customer was not acting normal and her glucose level was 56mg/dl. It was stated that her husband tried to get the customer to drink peach juice, but the customer was not co-operative. It was also stated that the customer did not want to call the paramedics, but her husband agreed to have the paramedics called. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.